Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. Blood glucose level was 165 mg/dl. No additional information regarding this event was provided. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, there was a piece of plastic on the pump causing this issue. The customer was not sure if the piece of plastic was from the previously used cartridge. The plastic object was removed and the cartridge was successfully loaded.